Event description:
Reporter indicated that device diagnostic testing (both systems diagnostics and normal mode test) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunctin. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Review of device diagnostic history revealed that after the high lead impedance test result was first obained, repeat device diagnostic testing at subsequent office visits was within normal limits; however, an additional device diagnostic testing at a later office visit again yielded high lead impedance results. This data suggests that there is either a connector pin issue or a microfracture in the lead, resulting in intermittent connectivity. Revision surgery is likely. No serious injury has been reported in conjunction with the high lead impedance condition.